Event description:
It was reported that the device was used during a laparoscopy. It was reported by the rep that a 5120n was put in the umbilical port and only the camera tore the gasket. A (1) seal was put over it and it kept the pneumoperitoneum throughout the case.